Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen unresponsive issue was verified and no failure was found in regards to the touch screen cracked issue was confirmed. A different issue was identified.